Manufacturer narrative:
This report is being submitted to relay additional information. During investigation it was discovered that the driver was only bent, not fractured as initially reported. This event no longer meets reportability requirements. No further medwatch reports will be submitted for this event.

Event description:
During investigation it was found that the tw1.25l was not fractured. It was only bent.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown.

Event description:
Doctor reports that the tw1.25l fractured at the tip.